Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain, discomfort, acetabular loosening, metallic debris, friction and wear between metal on metal caused large amounts of toxic cobalt and chromium metal ions and particles to be released in the blood, tissue and bone, lack of mobility, skin rashes, indigestion and fatigue.

Event description:
Update rec'd (B)(6) 2015 - medical records received from legal. Patient was revised to address adverse local tissue response and elevated metal ion levels. Upon revision, straw colored fluid and corrosion on the trunnion were noted. The stem and cup remained in situ. The stem and sleeve are being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 09/02/2014 - plaintiff's preliminary disclosure form was received, which identified dob and part/lot information from patient sticker sheet. Dor corrected. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 09/09/2014.